Event description:
Pt underwent a left total knee arthroplasty at another facility during 11/94. The pt had multiple revisions for dislocation of the patella of the left total knee. The pt continued to have tracking problems of the patella with the patella tracking laterally. He reported continued pain through his knee. Multiple conservative treatment measures were tried, including muscle strengthening, but failed. The pt was admitted to the hospital for revision arthroplasty of the knee. On physical exam, the patella tracked laterally with flexion of the knee. Intraoperatively, it was found that the patella tracked laterally and the tibial component was somewhat malrotated, as well as the femoral component. The tibial component was removed and the patellar component was left intact. The femoral component was loose and removed easily. The tibial and femoral components were replaced. Following replacement of the components, the patella tracked well.